Event description:
The doctor states that his patient received burns while undergoing treatment with this electrotherapy device. The doctor was using if-4p with 4 electrodes crossed, and was using tap water as a conducting agent - water dries up quickly, and this doctor was recommended not to use this as a conductive agent ((B)(4) brands customer service department; should use specific conductive gel). He did not use any straps to hold the electrodes down, but covered the electrodes with the patient's shirt, and then applied an electric heating pad over the clothing (also considered an error of usage the doctor was advised against doing - we do not condone using any electric product over the electrodes, especially a heating pad). The patient did not notice any discomfort during treatment, but returned 2 days post-treatment with burns - the patient was unaware of the burns.

Event description:
The device was returned to compass health brands and evaluated on 4/4/2017. The customer's complaint was unable to be confirmed; the device was tested for product performance, and determined to fall within the manufacturer specifications, as defined in the product user manual.